Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report.

Event description:
A sales representative reported that a screw broke during a procedure. The remaining piece of the screw was left in the patient. There was no delay in surgery, medical intervention, or adverse consequences regarding this case.